Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's keypad to resolve the reported issue. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause of the reported issue was the keypad.

Event description:
The customer contacted stryker to report that their device's shock button does not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.